Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a damaged insulation. It was reported that the device melted and the device had current leakage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, during the part around the tip of device was found to be melted in about 10 minutes after the start. There was no similar experience so far. When they checked it with the current leakage checker owned by the hospital after the operation, they confirmed that there was current leakage from the melted part. Although the sales rep could not confirm with the surgeon directly, the above details was confirmed with the nurse in charge of surgical department. Another device was used to complete the procedure. There was no patient injury. The medtronic initial evaluation found that the troubleshooting found the melted area failed hipot testing.